Manufacturer narrative:
Pump received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the pump at the corner of the belt clip rails, damaged serial number label, missing display window cover, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had not working and fluid under the lcd. Customer's blood glucose value was 6.4 mmol/l at the time of the incident. Customer will return device for analysis.